Event description:
It was reported that the anesthesia workstation did not ventilate properly. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No service was requested. The user facility performed testing themselves. The reported problem was caused by defective patient circuit. The user checked unit with known working cassette and the unit worked without issues. The patient cassette is the main interface for distributing gas to and from the patient. Unfortunately, device logs nor replaced part have been available for the further analyze of the issue. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/10/2018. Corrected manufacture date: 07/21/2018. H3 other text : 4111.